Event description:
Multiple incidents of clotting noted during treatment with the psn dialyzer. It was also noted that arterial and venous blood line chambers were also observed to be clotted. It was reported that minimal heparin is used during treatment (1000-2000 units for the entire treatment) and heparin is not administered systemically. Heparin is administered in the arterial or venous medication port after initiation of treatment. It was reported that the dialyzer is used for the entire length of treatment and may experience increased venous pressure alarms occasionally. No pt injury or medical intervention reported per customer.